Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found cut tubing at feed thru fitting (ff223) of sweep-flow reservoir (vc29) going to sweep-flow tank and replaced tubing to resolve issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was about 20 to 30 ml of clear fluid from the left side of the blood sampling valve (bsv) and onto the counter. The controls recovered within range without issues. The operator was wearing lab coat, eye protection, and gloves at the time of the incident. There was no report of operator exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.